Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the keyboard failed and required replacement. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard failed. A field service engineer (fse) found that the keyboard was not responding properly. Then, the fse cleaned the electronics drawer and the back of the communication sled and power supply. The fse also cleaned the all in one, biometric identifier, and keyboard cover. Additionally, the fse tightened the barcode scanner cradle, tested and confirmed that the keyboard and barcode scanner were to be functioning properly. The system functioned as intended after the field service engineer repaired the device.